Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had black screen also insulin pump had pump error alarm. Customer's blood glucose value was 178 mg/dl at the time of the incident. Customer states the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer states the black screen did not disappear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.